Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device, model #: mc1vr01-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Medical device mfg date: 13-mar-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion. The implantable pulse generator (ipg) was attempted not used. No further patient complications have been reported as a result of this event.